Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the patient was scheduled for a magnetic resonance imaging (MRI) scan, but this system was considered non-conditional for MRI until the cause of the out of range impedance measurements could be confirmed. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the patient was scheduled for a magnetic resonance imaging (MRI) scan, but this system was considered non-conditional for MRI until the cause of the out of range impedance measurements could be confirmed. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead was explanted and replaced due to out-of-range shock impedance measurements greater than 200 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.